Event description:
Contrast injector syringe ref#900103s (new replacement for previous injector syringe). Inferior product during procedure, process is to manually advance plunger forward to connect to patient and then manually withdraw back to make sure there is no air in system. When you withdraw back the tab on the syringe plunger snaps off making it unable to drawback to check for air, only able to inject forward. Big patient safety issue. Physicians¿ decision to not draw back, only inject forward. No harm to patient. Device could not be saved, it was full of blood at the end of the case. Manufacturer response for contrast injector syringe, injector syringe (per site reporter) mallinckrodt representative coming out to site week of february.